Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported after using a tampon she experienced headache, nausea, and vomiting. She felt inside her vagina and found tampon pieces. She went to the ER for a pelvic exam and no tampon pieces were found. She was given (B)(6) for her headache and medication for her nausea. Her symptoms resolved.